Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "rupture" of saline device. Device has been explanted and replaced with implant.

Event description:
Healthcare professional reported right side "rupture" of saline device. Device has been explanted and replaced with implant.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, opening device on the edge of the insert to shell bond side assessed as unidentified (tear) opening (shell thickness within specification) and one opening in stable base assessed as surgical damage. Additional observations: ¿ yellow particles in device inner surface are observed. ¿ broken of suture tab assessed as unidentified (tear) opening. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.